Event description:
It was reported that during a real intelligence cori assisted tka surgery, during gap balancing, the gaps seemed to be disappearing and lessening during final and prep gap assessment. The procedure was resumed after a non-significant surgical delay robotically. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the real intelligence cori, part # rob10024, serial #(B)(6), used in surgery, and was returned for evaluation. One of the plastic level leg screws was broken. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported issue was not confirmed. Software version 3.0.4.0, idb 2.94, hip 1.1.0.5, and no language pack installed. The console was turned on. A tka test case was performed with good known tensioner. The tensioner was plugged in and was calibrated successfully, post-op gaps were collected, and the case was completed with no issues occurring. The console was disassembled, and all components were in good condition, no defects were found. Screenshots and system log files provided were reviewed with the software support team. The reported problem was not confirmed. There was no evidence of bouncing gaps on the provided screenshots. In the screenshot of the postop gap assessment with tensioner we can see that the gaps are collected. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with user technique/variance or visualization issues. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).